Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon and a balloon rupture occurred. The 75% stenosed lesion being treated was located in the severely calcified, average tortuous mid right coronary artery (rca). The lesion was not predilated. Ivus was attempted, but was unable to cross the lesion. Then the physician attempted to place a 2.75x16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The proximal to mid rca was dilated with a 2.75x10 mm nc mercury balloon, inflated to 8 atms. The physician attempted to place the taxus stent, but was again unable to cross the lesion. The guide catheter was changed from an 8f mach1 fr3 5sh to an 8f mach1 al1 sh and placement of the taxus stent was again attempted, without success. During withdrawal, the stent moved from usual position on the balloon. This was confirmed with angiography. The guide catheter was "crossed deeply" and the taxus stent was withdrawn. The balloon was ruptured during withdrawal and blood was coming into the device. No pt complications were reported. Pt status reported as "good".